Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there was no evidence of the reported issue. Delivery accuracy tests were performed and the reported "failed accuracy" issue was unable to be confirmed. Test results of +2.14%, -0.19%, and -0.92% were all within the internal specification of +/- 3.0%. The customer's accuracy test setup or procedure is incorrect. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -14.85% during testing. There was no patient involvement.